Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 4.69mm offset at the tips. The grips were not found to have cracking damage. Manual articulation of the grips pass. As a result of the bending, the molded insulator of the severely bent grip has become dislodged. Manual articulation of the grips pass. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additional observation(s) not reported by site: fa found the grip tang was dislodged from its normally position adjacent the distal clevis. The probable root cause is attributed to damage through collisions with other instruments. Applying excessive force on the instrument tips during handling can also cause dislodging of the grip tang.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the jaws were locked on a force bipolar instrument and could not be used further. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in all three events, the jaws were not stuck on tissue. The release key was not used, and the instrument was simply removed.